Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2010, pt underwent exploratory laparotomy. Extensive lysis of adhesions and a small bowel resection were performed. The ventralex mesh was excised.

Manufacturer narrative:
We have contacted the initial reporter to request add¿l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The medical records appear to be incomplete as they only document the explant of ventralex mesh. The operative report states the ventralex mesh was "stuck" to the bowel. Due to the abscence of the implant operative report we are unable to determine to orientation of the device during the implant. The IFU states "ensure proper orientation, the solid white surface (eptfe) must be oriented against the bowel or sensitive organs. Do not place the mesh surface against the bowel. There may be a possibility for adhesion formation when the mesh (including the strap) is placed in direct contact with the bowel or viscera." The info provided indicated the pt was treated for adhesions which is a known adverse event listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn at this time.